Event description:
A site representative reported a navigation system camera that was communicating intermittently. It was noted that the camera cable could be manipulated to establish communication. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.